Event description:
Depth gauge cannot be read.guide wire handle faulty and wire getting stuck.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.